Manufacturer narrative:
The reported event of a bluetooth connection anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.